Event description:
It was reported that bd iag bc pro global wing is leaking at the connection. The following information was provided by the initial reporter: during 3 consecutive uses in different patients, we encountered a leakage of iodinated contrast medium at the junction point between the catheter and the connector, despite the screw thread being properly tightened. We only had one batch of each device available in the department, so it was not possible to precisely identify the malfunctioning device. We quarantined the blue catheters. Has there been an impact on the patient (serious injury, medical intervention, change in treatment needed)? No impact on the patient except for the leakage of contrast medium on the examination table.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Additional information: UDI # added. Investigation results: the complaint of a leak could not be confirmed from the four 22ga insyte autoguard units that were received from lot #3314675. Three units were received in sealed packaging. A functional test of each unit revealed no leaks. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.